Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 53-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2023. On (B)(6) 2025, novocure was informed that the patient had fallen and hit his head on (B)(6) 2025, sustaining a skin laceration that required five staples. The patient was advised to continue optune gio therapy while avoiding the laceration site when applying the arrays. On (B)(6) 2025, novocure received a medical report from the prescribing physician that there was no causal relationship between the fall, skin laceration, and the optune gio device. It was noted that the patient was wearing the arrays at the time of the fall.